Manufacturer narrative:
(B)(4). The customer reported that they did not get alarms at the bedside monitor or at the central station when a pt had changes in heart rate and spo2. The pt expired. The bedside is the source of these alarms and if alarms are not occurring at the bedside, they will not be sent to the central station. The central receives info from the bedside via the network and therefore can only alarm for conditions provided from the bedside. Log files were gathered and reviewed. An initial review of the logs by the philips response center indicated that alarms were provided which were silenced at the central and red level alarms were provided starting at 00:22. Arterial line, desaturation and apnea alarms were provided which were silenced at the central and also suspended several times. The pt's heart rate dropped to 29 beats/minute with the brady limit set for 30, at 00:33 at which time the alarms were suspended. Arrhythmia alarms were turned off at 00:35 (alarms still suspended) and the alarms became unsuspended at 00:36 which is just after the reported time of the pt death. Arrhythmia alarms were turned back on at 01:20. No formal device testing was performed by philips based on the review of the logs which demonstrated that numerous alarms were provided. Both devices remain in use at the customer site. No malfunction occurred. Multiple alarms for desat, apnea, invasive pressure changes and bradycardia occurred with evidence that some alarms were silenced and some were suspended by users. Silence is only logged when alarms are silenced at the central monitor. Suspend actions can be logged for actions taken at bedside or central depending on the equipment combinations in use. Device labeling (instructions for use) adequately describes alarm behavior when acknowledging alarms. Trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported no alarms sounded at the bedside or central. The pt expired.